Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was having issues with the infusion set as it has been detaching and bent cannulas. During troubleshooting for the infusion set the customer mentioned the customer was hospitalized due to bent cannulas. She was diagnosed with diabetic ketoacidosis as the emergency room. She was treated with insulin and IV fluids. Customer was wearing the insulin pump at the time of the hospitalization and when they removed it they noticed the cannula was bent. Customer's mother didn't have the insulin pump information and the device is not returning for analysis.